Event description:
Adverse event(s): "chronic dry eye" (dry eye(s)). Product problem(s): "none reported" (no info). Received a voluntary medwatch report from the FDA, (B)(4). The reporter indicates experiencing chronic dry eye that persists following lasik surgery. No other info was available.

Manufacturer narrative:
Determination of root cause: assessment: a complete product investigation was not possible because the voluntary medwatch report did not include the facility where the surgery took place, the surgeon's name or the serial number of the device. In addition, a clinical eval was not possible for the lack of info in the voluntary medwatch report including the pt's name or any contacting info. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B)(4)